Event description:
Procedure type: lap. Excision of lesion of uterus. According to the reporter: during the case, the blue shield part came off and fell into the pt cavity. The piece was retrieved. The pt has thick fat tissue on abdomen wall. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).